Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received. ¿pt required revision hip surgery, for recurrent dislocations". The product was not returned to depuy synthes. However, photos were provided for review. Review of the radiological images revealed, that pinn mar +4 10d 36idx54od presents nothing indicative of a device nonconformance. No defects, that could have contributed to the reported event were observed. A manufacturing record evaluation was performed, for the finished device [121936154/ 688988] number. And no non-conformances/manufacturing irregularities were identified, during manufacturing. The overall complaint was not confirmed. As the observed, condition of the pinn mar +4 10d 36idx54od would not contribute to the complained device issue. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed, for the finished device [121936154/688988] number. And no non-conformances/manufacturing irregularities were identified, during manufacturing.

Event description:
It was reported that patient was revised due to recurrent dislocations. Doi: (B)(6) 2016. Dor: (B)(6) 2024. Right hip. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown. Did the patient require revision surgery or hardware removal? Yes. Facility name of original implant: [hospital]. Was device explanted? True. Hardware/explant removal due to: dislocation. Did patient require revision surgery? True. If yes, date of revision surgery? [Date]. Reason for revision surgery: dislocation. Patient status/ outcome / consequences: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Unknown. Is the patient part of a clinical study? Unknown. (B)(4). Device property of: none. Device in possession of: none. (B)(4). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.